Event description:
The sales representative reported on behalf of the customer that the asbnr-bb, microlink, all-suture button and backstop, was used during a cmc arthroplasty on an unknown date and during post-op it was reported, ¿patients that had some adverse soft-tissue reactions (scaring, reactions, etc.) To the all-suture button on the pointer finger side.¿ the sales representative reported that there was no malfunction of the device during use/implantation. The sales representative was then advised that a secondary procedure took place to remove the device from the patient. However, the sales representative was then updated by the physician¿s assistant that a secondary procedure was not performed. No further information is currently available from the facility. This report is being raised on the basis of injury due to the reporting of a secondary procedure to remove the device.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number of the device is not known. A lot history review was not conducted because the lot number of the device is not known. (B)(4). Per the instructions for use, the user is advised to seek medical advice if you experience any of these symptoms. Infections, both deep and superficial. Allergic reaction, tissue irritation/inflammation and other reactions to device materials. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the asbnr-bb, microlink, all-suture button and backstop, was used during a cmc arthroplasty on an unknown date and during post-op it was reported, ¿patients that had some adverse soft-tissue reactions (scaring, reactions, etc.) To the all-suture button on the pointer finger side.¿ the sales representative reported that there was no malfunction of the device during use/implantation. The sales representative was then advised that a secondary procedure took place to remove the device from the patient. However, the sales representative was then updated by the physician¿s assistant that a secondary procedure was not performed. No further information is currently available from the facility. This report is being raised on the basis of injury due to the reporting of a secondary procedure to remove the device.